Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the rnfa filled the short port btt with air and when he pulled out the syringe, the black inflation valve popped out. The rnfa re-inflated the balloon and kept pushing the black valve down and it did not stay down. The procedure was completed using the same device by putting a finger on the valve. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).